Manufacturer narrative:
This report is submitted on april 12, 2017.

Event description:
Per the clinic, the patient experienced poor performance with device use; however the issue could not be resolved. The device was explanted on (B)(6) 2017 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on june 06, 2017.